Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post procedure, the physician interrogated the device and slow telemetry and eri warning message was noted. Technical support was contacted and firmware was successfully downloaded and the device was fully restored. The patient was in stable condition.